Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the root cause of the delivery issue was the tortuosity on brachiocephalic artery.

Event description:
The user facility reported a impella 5.5 that failed delivery due to the anatomy and the shaft of the pump kinking. The kink prompted the team to remove and replace with a impella cp pump that could be delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.